Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that for the past three weeks the pump battery drops suddenly after being connected to a power source. Customer stated that the pump battery has fully depleted and shut off due to this issue. There was no reported impact to the customer's blood glucose level. Review of pump data by tandem technical support confirmed the pump battery dropped from 15% to 5% after being connected to a power source on (B)(6) 2016. The battery then jumped back up from 5% to 40%. Reportedly the customer began using manual injections as insulin therapy and will continue until the replacement pump is received.